Event description:
A 33mm sjm biocor mitral valve was successfully implanted on (B)(6) 2014. The patient presented in cardiac failure with significant mitral incompetence and pulmonary hypertension. Reported peak gradient was 18mm hg across the prosthetic tissue valve in the mitral position with a mean gradient of 8mm hg. Vegetations were noted on the echocardiogram report. The left atrium measured 4.9cm. The 33mm biocor valve was explanted and replaced with an edwards perimount valve. The patient is stable and recovering well post op.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of the investigation concluded a tear in cusp 2, fibrous pannus ingrowth on the inflow surface of cusps 1 and 2, and a thin layer of fibrin on all three cusps. There was no evidence of acute inflammation or significant calcifications, and gram stains were negative for organisms. No evidence was found to suggest the cause of the cuspal tear, pannus formation, and fibrin formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.